Event description:
The customer alleged that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were to be returned for evaluation, but the customer had already disposed of them.